Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing diagnosis, and the procedure was completed by transferring the patient to another room. A philips field service engineer (fse) inspected the system onsite and identified that geometry movements were unavailable. Review of system log files showed that the issue with system interface board (sib) because of control room connection box (crcb) and it has been damaged by rats. The engineer replaced the crcb and returned the device to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that there was mechanical function failure on the allura xper fd20 system. Attempts were made to restart the system, but the equipment was not working. The system was in clinical use at the time of the event. No harm has been reported. Upon evaluation, the failure was unable to be replicated. Philips has started an investigation of the complaint.